Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification stating "the pump cannot detect the cartridge has been removed". Reportedly, this notification was received prior to the customer being instructed to remove the cartridge. Customer's blood glucose level was not impacted.